Event description:
The customer states that the printer cable of the cell-dyn emerald analyzer got caught on something and damaged the usb port on the back of the analyzer. The customer attempted to straighten the prongs in the port when sparks were emitted. The customer attempted this repair while the instrument was still connected to it's power source. No injuries occurred and there was no damage to the surrounding lab environment. The abbott customer technical advocate advised the customer to first power off the analyzer and disconnect the printer. A service call has been initiated. There is no impact to any patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site and inspected the instrument and found that the small spark seen by the customer was due to a pin hitting the side of the universal serial bus (usb) port. The usb port was bent; the fsr straightened the usb port pins and returned the instrument into an operable status. No damage was observed with the instrument; all hardware and software parameters were within specifications. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn emerald system operators manual, list number 09h40-01, revision e, contains information to address the customer current issue. Based on the event details and current investigation, no product deficiency was identified with the cell-dyn emerald instrument.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No patient involvement (B)(4).